Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v179762, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported never having therapeutic effect. She tried adjusting stimulation up and down using different programs but she still had accidents. The event occurred following the implant. Urge incontinence was noted as the diagnosis associated with the event and the patient recovered without sequelae. Additional information from the consumer on (B)(6) 2015 reported that the patient was getting pain from the incision site. She did not feel stimulation and she had the device taken out. There was a sudden change in therapy/ symptoms. The device was taken out 3-4 years ago and the date of explant is unknown. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow-up report should be sent.